Manufacturer narrative:
The customer found the bottom of the probe was clogged with "something black and viscous." The qc results before and after the event were acceptable. The investigation determined the issue found by the customer was the likely cause of event. This event occurred in (B)(6).

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for two patient samples from the cobas 8000 cobas c 502 module. Patient a initial result was 144.4. Mol/l. The repeat result was 70.8, mol/l. Patient b initial result was 311.1. Mol/l. The repeat result was 89.4, mol/l. The questionable results were not reported out by the laboratory. The reagent lot number was 477560, and the expiration was date 28-feb-2021.